Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on (B)(4) 2016. The consumer had essure (ess205) (fallopian tube occlusion insert) inserted in 2006 for sterilization. The consumer was sterilized successfully using essure method. It was a very painful procedure because the placement went wrong. After 2 weeks, one of the coils was placed again, with success. After that, consumer had a hemorrhage and continuous pain. Twelve weeks later, the consumer had an exploratory surgery and a cyst was found. It was removed successfully. After this however, she still had complaints of pain in the lower abdomen and a very sensitive ovulation. For years this was manageable and she was able to function normally. In 2014, however, the pain in her pelvis worsened, she was having a very painful ovulation, cramps in abdomen and very much blood loss. For this reason, she regularly had to use iron supplements and pain killers. For the last months prior to the report things were getting worse for her. The pain complaints was increasing, she has a menstruation for the whole month and was having pain, cramps and heavy blood loss. Therefore in (B)(6) 2016, it was decided to have her oviducts including the essure and her uterus removed. The gynecologist saw no other option to stop the blood loss and the pain. Because of the high blood loss her hemoglobin was so low the week prior to the report ((B)(6) 2016) that she had to be hospitalized immediately. She received iron via infusion and will receive blood transfusion. The doctors were so worried about her that the removal (oviducts, essure and uterus) will be done urgently on (B)(6) 2016. Follow-up information received on 08-apr-2016: quality-safety evaluation:the bayer reference number for the ptc (product technical complaint) investigation is (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer that was (B)(6) at the time of report. After essure (ess205) (fallopian tube occlusion insert) insertion, she had haemorrhage and pain. She underwent a surgery to remove a cyst but she still had complaints of pain. Eight years after essure insertion, she had heavy blood loss. She had to be hospitalized due to low hemoglobin level and she the removal of oviducts, essure and uterus was scheduled. The bleeding interpreted as genital bleeding is serious due to hospitalization. Low hemoglobin level and cyst nos are serious due to their medical importance. Bleeding is listed while cyst and low hemoglobin level are unlisted the reference safety information for essure. Considering that essure use may cause bleeding and that in this particular case, there is no alternative explanation, the causal relationship with essure cannot be excluded. Since the low hemoglobin level is probably a consequence of this bleeding, it was also assessed as related. On the other hand, considering the nature of cyst, a causal relationship with essure is unlikely. This case is regarded as incident since a hospitalization was required to treat an essure-related event and also because device removal will be required. Based on the available information no product quality defect was confirmed. Further information has been requested.

Manufacturer narrative:
Follow-up from 13-jul-2016: despite follow-up attempt, no further information was obtained. Case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-jul-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer that was (B)(6) at the time of report. After essure (ess205) (fallopian tube occlusion insert) insertion, she had haemorrhage and pain. She underwent a surgery to remove a cyst but she still had complaints of pain. Eight years after essure insertion, she had heavy blood loss. She had to be hospitalized due to low hemoglobin level and she the removal of oviducts, essure and uterus was scheduled. The bleeding interpreted as genital bleeding is serious due to hospitalization. Low hemoglobin level and cyst nos are serious due to their medical importance. Bleeding is listed while cyst and low hemoglobin level are unlisted the reference safety information for essure. Considering that essure use may cause bleeding and that in this particular case, there is no alternative explanation, the causal relationship with essure cannot be excluded. Since the low hemoglobin level is probably a consequence of this bleeding, it was also assessed as related. On the other hand, considering the nature of cyst, a causal relationship with essure is unlikely. This case is regarded as incident since a hospitalization was required to treat an essure-related event and also because device removal will be required. Based on the available information no product quality defect was confirmed. Despite follow-up attempt, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.